Event description:
(B)(6) fire department responded to the (B)(6) police station for a smell of smoke. (B)(6) ladder 2 and rescue 2 responded to the call. (B)(6) fire crews could smell something that smelled like "fireworks" upon arrival. (B)(6) fire crews found three AED batteries on the floor of the garage bay. One of the batteries had exploded resulting in a small fire that self extinguished. No injuries or damage was reported. I am (B)(6). I am a fire inspector for (B)(6) fire department. I was assigned to investigate this incident. The investigation process used the (B)(4). The investigation took place on (B)(6) 2014 . The scene was documented with photographs. These photos were taken by senior officer (B)(6) of the (B)(6) police department. This is a preliminary report. The final report will be written after the FDA investigation. The first interview I conducted was with senior officer (B)(6). This was a face to face interview. She had purchased new batteries for three aeds. The three batteries found by firefighters were the old batteries. They were being discharged, so they could be recycled. Officer (B)(6) had been given a plastic cap with a spike in it. This cap was used to discharge the batteries. The batteries were supposed to be discharged for 7-14 days. The incident occurred approximately day 5. The representative for the AED company told officer (B)(6) she could leave the cap on or take it off during that period of time. Officer (B)(6) left the cap on. I also interviewed (B)(4). This was conducted over a phone call. (B)(4) is a technician for physio-control. (B)(4) confirmed that the process takes 7-14 days. He also confirmed that you can leave that plastic cap on or remove it. He stated that he has never heard of an incident like this happening. (B)(6). He did not have any recommendations at this point. Our phone call was recorded with physio-control, and the reference number is (B)(4). I contacted (B)(4). I examined the explosion scene around 1000 hrs on (B)(6) 2014. I saw 3 batteries on a concrete floor in the garage of the (B)(6) police station. The area is climate controlled, but is next to the garage door, exposing it to temperature fluctuation. The temperatures in (B)(6) ranged from mid 30's to -10 degrees fahrenheit. The plastic caps were removed immediately after the explosion, and were still off during the scene examination. The caps were still present. The center battery had exploded. It vented through a seam along its side. An adjacent battery did char, but did not get hot enough to sustain combustion. Based on the current evidence presented and using the (B)(4), this explosion is classified at undetermined. Testing is needed to determine why this battery exploded during its' discharge process. A recommendation should be made that the discharge process should take place away from all combustibles to avoid afire. It is also recommended that the discharge process takes place away from citizen to avoid injury.